Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they had some back surgery -not related to mdt device/therapy "about 3 weeks ago" and since then they have been having difficulty charging the implantable neurostimulator (ins) and they states the ins battery is depleting more quickly. Patient (pt) states when they are trying to charge the ins it is taking over 4 hours and the ins is only showing about 30%. Pt states last night when they were trying to charge the ins the controller stopped the charge and showed software problem 1. Intellis 2. 3.6 3. 243 4. Qf_port agent had pt remove the battery pack (bp) and pt states they see no visual damage to the bp connector/pins. Pt states inside the controller they see a "chunk of something in between the connectors and they were able to remove it. Agent had pt wipe the bp and controller connector/pins. Pt reinserted the bp and the controller powered on and connected to the ins. Pt states the controller is showing 80% and the ins is showing 40%. Pt states they see no visual damage to the recharger telemetry module (rtm). Agent had pt wipe the connectors of the rtm and blow into the port ofthe controller. Agent had pt start a charging session and pt was able to connect and the controller is showing charging excellent. Then, without pt moving the controller stopped the charge and showed recharging terminated 2x while on the call. Pt was able to restart the charging session agent had pt reconnect each time and pt was charging excellent and went from excellent to poor to terminated. Agent sent request to repair to replace the rtm. Pt will call back if they need further assistance. While on the call pt mentioned since the back surgery they feel the ins maybe depleting more quickly. Agent suggested charging the ins to 100% and monitor the battery depletion. If pt feels the ins is depleting too quickly agent recommended fu with managing physician to have the ins and leads checked.